Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "risk factors for heterotopic ossification and spur formation after total knee arthroplasty". Literature article "risk factors for heterotopic ossification and spur formation after total knee arthroplasty" (2014) by k. E. Roth · g. Salzmann · g. S. Maier · I. Schmidtmann · j. D. Rompe · k. Babin published by the archives of orthopaedic trauma surgery doi 10.1007/s00402-014-1957-0 was reviewed. The article purpose: to clarify the relevance of the risk factors specified above for the appearance of heterotopic ossification following cemented knee prosthesis. The article reports: this cohort study consisted of 434 consecutive cases were performed using a press-fit-condylar sigma fixed-bearing prosthesis. All of the patellas were back surfaced, and each component of the implant was fixed using bone cement. Postoperative hematoma occurred in 15 knees. Early infection led to early revision in two joints. The authors report that ossification was more frequent with patients whose pre-operation diagnosis was osteoarthritis. No connection was found between ho development and the manifestation of osteophytes of single compartments, the gender of the patient, postoperative hematoma or mobilization under anesthesia. Two patients exhibited second degree ossification, while one patient displayed third degree ossification. Nine hos were located attached to the ventral distal femur. A further eight patients showed ossifications located in the extensor musculature, with no connection to the femur, and two further hos were located beside the patella. No surgical intervention to address these ossifications were reported. Complications: haematoma (15), infection (2), surgical intervention (2), extraskeletal ossification (21 total; 9 localized to the distal femur; 8 localized to extensor musculature; localized to the patella; 2 location unreported).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.